Manufacturer narrative:
This form was completed by the MFR. Section f was also completed by the MFR. No medwatch form was recieved from the initial reporter or product user. Underwent leak testing disclosed no leaks in the iab. The iab inflated and functioned normally when attached to the system 90 in the lab. The description of the event and physical evidence indicate that 'channeling', blood traveling between the folds of the balloon membrane, was perceived as a leak. This channeling phenonomen is incorporated in datascope's instructions for use for all stat iabs. Device label code: 1738.

Event description:
The following was also reported on 9/18/96: the balloon was inserted into the patient at bedside. At first, difficulty was encountered locating the patient's femoral pulse. The needle and sheath were inserted without a problem. The balloon could only be advanced so far. There was no arterial waveform.